Event description:
It was reported the patient is predominately atrial paced and .4% ventricular sensed and atrial capture management isn't running. There are no atrial sensed events of greater than 87 beats per minute. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The patient is mostly ap-vs. The av during acm was measured between 289 and 305 ms. There is evidence of a stability check aborting for pacing too fast (>= 90bpm). There is also an abort code for a vp during the avc setup portion of acm.